Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm. Customer's blood glucose level was unknown at the time of the incident. Customer stated that insulin pump rejected the new batteries multiple time, rubber bumber missing from pump and reservoir looks worn also receive random no delivery alarms. The device will not be returned for analysis.